Event description:
Related manufacturer reference number: 1627487-2019-07196. It was reported the patient experienced cramping sensations in their lower extremities during a drg trial. The issue was resolved by removing her leads and ending the trial.